Event description:
It was reported that approximately two months after a device change out the patient developed a pocket infection. The implantable pulse generator (ipg) and the leads were explanted. During extraction of the left ventricular lead, the posterior coronary sinus (cs) was perforated. The patient experienced a pericardial effusion as a result of the perforation. The cardiac surgeon was called into the room to create a pericardial window and drain the blood from the chest cavity. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, (B)(6) 2008; c4tr01 ipg, (B)(6) 2015. (B)(4).